Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient received external defibrillation in order to terminate vt. The device image was reviewed and low high voltage lead impedance was noted. A revision procedure is anticipated but not yet scheduled. The patient was in stable condition.